Event description:
It was reported that the e360 ventilator compressor was not working. Patient involvement is unknown. A non- covidien/ medtronic service provider inspected the device and verified the reported issue. The service provider found blockage in storage tank of compressor, cleaned it properly and the compressor and ventilator worked properly. Covidien/ medtronic was not authorized to evaluate/service the device, so the reported complaint could not be confirmed and the repair could not be verified.